Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were abundant throughout the sample. Blood products were visible within both extension tubes. Biological material was visible occluding both lumens at the distal end of the catheter. Microscopic inspection of the sample confirmed the presence of occluding blood products. Attempts to infuse water through the sample using a 12ml syringe revealed both lumens to be fully occluded. The inability to flush the catheter appeared to be caused by complete blood product occlusion of both lumens. Such occlusion can occur if the catheter is not flushed with saline following blood draws and maintained with heparanized saline following use. H3 other text: evaluation findings are in section h11.

Event description:
It was reported via ms&s "when not in use. States she is unsure if she needs to flush saline or saline and heparin. States that one of our PICC lumens is not being used. States the one lumen has been blocked shortly after insertion and her doctor is aware." Ms&s response: explained we recommend flushing each lumen of the catheter with 10 ml of saline every 12 hours or after each use. Use a 10 ml or larger syringe. In addition, lock each lumen of the catheter with heparin flush solution. Usually, 1 ml per lumen is adequate. Suggested contacting the doctor about possibly ordering a declotting medication for her blocked lumen to see if it will help. Additional information received via phone call 09/30/2021 it was reported by healthcare professional "it is working fine now, and that she did not have medicine to use or flush with for 2 days. She just wanted to know whether to flush with saline, or heparin; or both. PICC is still in place, and being explanted in 3 weeks. (B)(6) 2021 is when this happened. This is only used for medicine now."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4633 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "when not in use. States she is unsure if she needs to flush saline or saline and heparin. States that one of our PICC lumens is not being used. States the one lumen has been blocked shortly after insertion and her doctor is aware." Ms&s response: explained we recommend flushing each lumen of the catheter with 10 ml of saline every 12 hours or after each use. Use a 10 ml or larger syringe. In addition, lock each lumen of the catheter with heparin flush solution. Usually, 1 ml per lumen is adequate. Suggested contacting the doctor about possibly ordering a declotting medication for her blocked lumen to see if it will help. Additional information received via phone call 09/30/2021 it was reported by healthcare professional "it is working fine now, and that she did not have medicine to use or flush with for 2 days. She just wanted to know whether to flush with saline, or heparin; or both. PICC is still in place, and being explanted in 3 weeks. 09/01/2021 is when this happened. This is only used for medicine now."